Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with off no power. The patient's blood glucose at the time of incident was between 152 mg/dl and 153 mg/dl. Troubleshooting was initiated for the off no power alarm. The customer did not receive a low battery alert prior to the off no power alarm. The battery was not previously used. The insulin pump was not dropped. Additionally, the device had alarmed motor error. The drive support cap appeared normal. The device was able to rewind as well. However, the insulin pump will be returned for analysis due to the off no power without low battery warning.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had and intermittent failure that was not detected during our testing. No failed battery and no off no power alert noted during test. The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.